Event description:
Additional information received indicated, patient had surgical intervention wherein both the leads were explanted but only the t9 was replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16909. It was reported that patient experienced ineffective therapy as both the leads migrated and confirmed via x-rays. Programming was unable to solve the issue. As a result, surgical intervention is anticipated at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.